Event description:
Per dealer "crutch tips 6135 are not holding up for customer. After replacing a pair of crutches 8130-t in (B)(6), tips have been replaced twice already - most recently mon (B)(6) 12." Sent another 2 pairs, part #6135 to dealer (B)(4).